Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform displacement test due to critical pump error alarm. Insulin pump received with cracked battery tube thread and cracked case battery tube noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment of insulin pump was damaged . The customer¿s blood glucose level unknown. Customer reported that the damaged was around the battery compartment. The insulin pump will be returned for analysis.